Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc but was returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the equipment has been manufactured for more than 8 years, it is presumed that the parts of the power supply unit have worn out. As a result, the power to the xenon lamp is lost or sporadically supplied, and it is presumed that the emergency light is turned on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the emergency lamp lit up immediately after starting the examination lamp. The reported phenomenon was not duplicated at the user facility and olympus (B)(4). Olympus (B)(4) checked the subject device and found that the examination lamp did not light up, but the emergency lamp lit up due to the failure of the power unit. There was no report of patient injury associated with the event.